Event description:
It was reported that within two months post implant the patient had symptoms of dizziness. A 24 hour holter monitor was used and determined the device was failing to pace in the ventricular for one conducted p-wave on an hourly basis. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.